Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2361297. D4. Medical device expiration date: 30nov2027. H4. Device manufacture date: 27dec2022. D4. Medical device lot #: 2362166. D4. Medical device expiration date: 12dec2027. H4. Device manufacture date: 28dec2022. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h.10.

Event description:
It was reported while using bd needle sftygld 25x5/8 rb foreign matter was found. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: rn on ca7 found hard black contaminate on needle tip ¿ found white fluff on tip of a second needle, third was contaminated as well. Finally found a needle that was clean to visual inspection on the fourth try. These were from 2 different lot numbers. Packages were saved but needles were disposed of.